Event description:
When the device was used during a lobotomy procedure, it failed to deploy any staples during the third reload. The surgeon reported that it is possible that the device was not reloaded. The pt lost approximately 1 unit of blood, but did not require any blood products. There was no add'l pt consequence. The case was completed using sutures.